Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented with fever and chills and found to have (B)(6) bacteremia and vegetation on the atrial lead. The patient had developed an infection. The system was explanted. The patient was currently stable on antibiotics.